Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while being in the hospital having blood work performed their blood glucose level had rose to 500 mg/dl. In addition the pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient was treated with intravenous fluids and insulin.